Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported recurrent mitral regurgitation (mr) appears to be a result of the reported slda. The reported patient effect of recurrent mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitaclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A thin and sometimes thickened posterior leaflet was present. An ntw clip was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2021, echocardiogram was performed and it was observed that mr had increased to a grade of 3-4. The following day, a second mitraclip procedure was performed to treat the recurrent mr. At this time, it was observed the previously implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An nt clip was inserted and deployed laterally of the implanted clip. However, roughly ten seconds after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The decision was then made to undergo mitral valve replacement surgery. No additional information was provided.